Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and product complaint, concerns a (B)(6) female patient of unknown age. Medical history, previous drug adverse reaction, family drug reaction and concomitant medications were none. The patient received human insulin isophane suspension 70%/ human insulin 30% (humulin 70/30; unknown formulation) via humapen luxura burgundy, subcutaneously at 22 units twice a day for treatment of diabetes mellitus, beginning on an unknown date. While receiving human insulin isophane suspension 70%/ human insulin 30%, the patient experienced blood glucose was slightly higher (value not provided). The patient used an unspecified pen to dispense insulin due to humapen luxura burgundy failure (lot number: 1112b05, product complaint: (B)(4)). The device had been broken since (B)(6) 2014 after having been in use since 2013. Corrective treatment was none. Since the device was broken the blood glucose was slightly higher (values not provided). Upon return on the humapen luxura burgundy on (B)(6) 2015, the device was found to have a barrel misalignment. No additional information was provided. The outcome of the event was not recovered and human insulin isophane suspension 70%/ human insulin 30% was continued. The case included a suspect humapen luxura burgundy reusable device. Training status was not provided. General device duration of use was 2 years. Suspect device duration of use was not provided. The device was returned (B)(6) 2015. The reporter provided a relatedness assessment of unknown. Update 19jun2015: received product complaint number on (B)(4) 2015. Processed product complaint. No further updates made to the case. Narrative update appropriately. Update 26jun2015: additional information was received on (B)(6) 2015 from the product complaint safety database. Lot number unknown was corrected to 1112b05 for product complaint 3350122 which updated the product to humapen luxura burgundy. The return date of the device was added. The product tab for the humapen and the narrative were updated with the change. Update 29jun2015: received duplicate information from the affiliate that the device was a luxura with lot number 1112b05. No changes were made to the case. Update 07jul2015: additional information received on (B)(6) 2015 from the global product complaint database updated the malfunction field to yes/cirm; completed the EU/ca fields; and updated the narrative. Update 10jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that the injection screw of her humapen luxura device was broken. She experienced increased blood glucose levels. Investigation of the returned device (batch 1112b05, manufactured december 2011) found that the injection screw appeared normal. However, the injection button was detached from the device (not returned with the device). Tool marks present on the dose knob indicate the damage occurred in the field. The dial was detached, damage to the dialing screw threads was observed, and the device exhibited barrel misalignment caused by excessive torque applied by the user. A functional assessment could not be performed. The user manual instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The tool marks on the device occurred while in the field (not related to the manufacturing process). In addition, the user applied excessive force which caused the damage and misalignment of the device.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and product complaint, concerns a chinese female patient of unknown age. Medical history, previous drug adverse reaction, family drug reaction and concomitant medications were none. The patient received human insulin isophane suspension 70%/ human insulin 30% (humulin 70/30; unknown formulation) via humapen luxura burgundy, subcutaneously at 22 units twice a day for treatment of diabetes mellitus, beginning on an unknown date. While receiving human insulin isophane suspension 70%/ human insulin 30%, the patient experienced blood glucose was slightly higher (value not provided). The patient used an unspecified pen to dispense insulin due to humapen luxura burgundy failure (lot number: 1112b05, product complaint: (B)(4)). The device had been broken since (B)(6) 2014 after having been in use since 2013. Corrective treatment was none. Since the device was broken the blood glucose was slightly higher (values not provided). Upon return on the humapen luxura burgundy on (B)(6) 2015, the device was found to have a barrel misalignment. No additional information was provided. The outcome of the event was not recovered and human insulin isophane suspension 70%/ human insulin 30% was continued. The case included a suspect humapen luxura burgundy reusable device. Training status was not provided. General device duration of use was 2 years. Suspect device duration of use was not provided. The device was returned 24jun2015. The reporter provided a relatedness assessment of unknown. Update 19jun2015: received product complaint number on 19jun2015. Processed product complaint. No further updates made to the case. Narrative update appropriately. Update 26jun2015: additional information was received on 26jun2015 from the product complaint safety database. Lot number unknown was corrected to 1112b05 for product complaint (B)(4) which updated the product to humapen luxura burgundy. The return date of the device was added. The product tab for the humapen and the narrative were updated with the change. Update 29jun2015: received duplicate information from the affiliate that the device was a luxura with lot number 1112b05. No changes were made to the case. Update 07jul2015: additional information received on 24jun2015 from the global product complaint database updated the malfunction field to yes/cirm; completed the EU/ca fields; and updated the narrative. Update 10jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 20aug2015: additional information received on 20aug2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the improper use and storage to yes; updated the medwatch and EU/ca fields; and updated the narrative.